Event description:
It was reported that the ventilator had an issue with o2 flow. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The o2 cell and both battery modules were found to be defective. Replacement of the defective parts resolved the reported failure. The o2 cell/sensor is used for monitoring only and does not affect ventilation. The root cause to the reported issue could not be established by this investigation.